Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure on (B)(6), 2011. According to the complaint, during the procedure severe resistance was felt while advancing the jagwire and the coating of the tip detached and fell into the patient. The detached piece was removed from the patient. The procedure was completed with another jagwire. There were no patient complications reported and the patient's condition has been described as stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the exact age is unknown, the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure on (B)(6), 2011. According to the complaint, during the procedure severe resistance was felt while advancing the jagwire and the coating of the tip detached and fell into the patient. The detached piece was removed from the patient. The procedure was completed with another jagwire. There were no patient complications reported and the patient's condition has been described as stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual examination of the returned device revealed that the distal tip section was damaged, exposing the corewire. No other anomalies were found. The device appears to have been in contact with a sharp or metal object. It is possible that unstated procedure and possibly clinical factors may have contributed to the pebax tip peeled, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, operational context is the most probable root cause for this incident. A labeling review was performed and no anomaly was found.